Manufacturer narrative:
(B)(4).

Event description:
A talent aortic cuff stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan revealed the talent aortic cuff had migrated distally with a proximal type I endoleak present. The physician assessed the event to be related to the patient's anatomy; aortic neck dilatation. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.